Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned stuck in an unknown catheter, after the device was removed it was observed that the coil wire was unraveled and the core wire was detached at 2.1 cm from distal tip. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
Reportable based on device analysis completed on 26jan2023. It was reported that guidewire unraveled was encountered. A 035/145 amplatz super stiff guidewire was used during procedure. However, it was noticed that the device was unraveled. The procedure was completed successfully. No patient complications were reported. However, returned device analysis revealed guidewire detached/separated.